Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that they experienced high blood glucose of 547mg/dl and alleged for under delivery. Customer was treated with manual bolus or injection and customer's current blood glucose was 82mg/dl. Customer experienced nausea and headache. Customer performed displacement test and high pressure test but high pressure test failed, displacement test passed. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08690 inches. No unexpected under delivery anomaly noted during testing. (B)(4).